Event description:
It was reported that a patient experienced cloudy effluent and suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The cause of the event was unknown. Treatment and patient outcome was not reported. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient's weight was reported to be (B)(6). It was reported that on (B)(6) (year not reported); the patient had cloudy fluid and was hospitalized for the event. (B)(6). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.